Event description:
It was reported that the insulin pump had short battery life. Customer stated that she replaces the battery a lot. Customer reported that she was experiencing high blood. Customer declined to do troubleshooting for high blood glucose. The customer was advised to call back if issues continue for further assistance. No further information provided.

Manufacturer narrative:
Insulin pump alarmed failed battery test due to faulty battery tube. Insulin pump functioned properly after unplugging and plugging the battery tube connector into b1 I/b. Unable to test rewind, basic occlusion test, occlusion test, prime/ compromised force sensor system test, excessive no delivery test and displacement test due to failed battery test. Insulin pump received with minor scratches on lcd window. Insulin pump receive with cracked battery tube thread and reservoir tube lip.